Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported devices have not been received for evaluation; the event has not been confirmed yet. Evaluation is anticipated but has not yet begun. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, in which the locking for the saw blade was loose and the blade detached. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. No devices were returned for evaluation; however, a stryker representative determined that the user was not positioning the blades correctly in the handpiece, causing the blade to disengage. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, in which the locking for the saw blade was loose and the blade detached. There was patient involvement; no patient impact.